Manufacturer narrative:
Attempted to contact the customer, with no response to date. There has been no request for service from the customer. Samples have not been returned for evaluation to date. Unable to determine root cause at this time.

Event description:
A nurse reported that during surgery, the (posterior) capsule broke, then an error code appeared. The cassette had to be changed out. Once the new cassette was inserted, it had to be primed twice. The patient is in a lot of pain. Additional information has been requested.